Event description:
It was reported, during preparation for use, prior to sedation, the camera head presented no picture when plugged in. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device is expected to be returned. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
It was reported, during preparation for use, prior to sedation, the camera head presented no picture when plugged in. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, new damages/defects were observed: the device failed cable water leak test, as well as a damaged cable connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.